Manufacturer narrative:
The catalog number has not been cleared in the us, but is similar to the denali filter products that are cleared in the us. The pro code and 510k number for the denali filter products is identified in common device name and PMA/510k. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Expiration date: 02/2025.

Event description:
It was reported that during a vena cava filter placement procedure the filter allegedly failed to advance. The procedure was completed using another device. There was no reported patient injury.

Event description:
It was reported that during a vena cava filter placement procedure the filter allegedly failed to advance. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us, but is similar to the denali filter products that are cleared in the us. The pro code and 510k number for the denali filter products is identified in d2 and g4. H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one femoral denali filter kit was returned for evaluation. During visual evaluation, filter was inside the storage tube partially exposed from the proximal end of the filter. The storage tube was connected to the touhy adaptor with pusher catheter inserted. A mandrel was used to advance the filter from the storage tube; all limbs are present however legs were crossed. The pusher wire was noted to be detached from the pusher catheter, and found within the storage tube. Skiving was noted to the storage tube. Therefore, the investigation is confirmed for the advancement issue as the filter was inside the storage tube. The investigation is also confirmed for the detachment issue as the pusher wire was noted to be detached from the pusher catheter. A definitive root cause for the reported failure to advance and identified detachment issues could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiration date: 02/2025), g3, h6 (method). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.